Manufacturer narrative:
(B)(4). DHR of the lot shows, that the right material and components were used and that the instrument meets all specifications. All working steps are documented. Visual, dimensional and functional inspection could not be performed as the complaint instrument was not returned by the customer. Root cause unknown as sample was not received for investigation. No corrective action taken in manufacturing. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: alleged event: the scrub nurse had assembled and tested the instrument by opening and closing the jaws prior to handing it to the surgeon. The surgeon placed the instrument into the abdomen via the port and as they closed the jaws with the clip in place the tip/jaws bent at a 90 degree angle. The surgeon then tried to bend back the tip using other instruments inside the abdomen in order to take the instrument out via the port. The instrument was unable to be fully straightened in order to be removed via the port. The surgeon carefully pulled the bent instrument out via the port. The instrument was checked for any missing pieces, none were found. The surgeon viewed the abdominal cavity with the telescope for any foreign bodies from the broken hemolok, none were found. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: alleged event: the scrub nurse had assembled and tested the instrument by opening and closing the jaws prior to handing it to the surgeon. The surgeon placed the instrument into the abdomen via the port and as they closed the jaws with the clip in place the tip/jaws bent at a 90 degree angle. The surgeon then tried to bend back the tip using other instruments inside the abdomen in order to take the instrument out via the port. The instrument was unable to be fully straightened in order to be removed via the port. The surgeon carefully pulled the bent instrument out via the port. The instrument was checked for any missing pieces, none were found. The surgeon viewed the abdominal cavity with the telescope for any foreign bodies from the broken hemolok, none were found. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Root cause unknown as sample was not received for investigation. Based on the provided pictures it could be overstressing of the instrument during use. As preventive action a stronger rivet at the jaw was used since feb 2015 to prevent breakages. Based on the pictures, we would assume, that this kind of breakages happen regularly due to overstressing the instrument during use. The rivet of the jaw is broken by unnecessary high force given on the instrument.

Event description:
Alleged event: alleged event: the scrub nurse had assembled and tested the instrument by opening and closing the jaws prior to handing it to the surgeon. The surgeon placed the instrument into the abdomen via the port and as they closed the jaws with the clip in place the tip/jaws bent at a 90 degree angle. The surgeon then tried to bend back the tip using other instruments inside the abdomen in order to take the instrument out via the port. The instrument was unable to be fully straightened in order to be removed via the port. The surgeon carefully pulled the bent instrument out via the port. The instrument was checked for any missing pieces, none were found. The surgeon viewed the abdominal cavity with the telescope for any foreign bodies from the broken hemolok, none were found. The patient's condition was reported as fine.